Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that she got a reaction from latex tape used to keep the sensor attached on (B)(6) 2013. Patient was using the sensor for 9 days and started using latex tape. She had never had a reaction with previous sensors. Patient's physician told her she had a latex allergy. Patient has a red mark where the sensor was, but states there is no permanent damage. At the time of contact with dexcom technical support, patient was doing well.